Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 517 mg/dl; cause was unknown. Customer delivered a correction bolus and changed infusion sets to address the elevated bg. Customer was treated with insulin at the emergency room and was discharged later the same day with the issue resolved and no permanent damage. A system check was performed, and no issues were identified with the pump, insulin, or infusion set. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.